Manufacturer narrative:
Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the battery and the computer. The system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found the battery would not hold a charge to specification. Analysis found that the reported event was related to a electrical issue. The computer was returned to the manufacturer, however, analysis results were no available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported when an image was transferred from an imaging system to this navigation system, the system would become unresponsive. The system was rebooted and they attempted to manually push the image but again the system became unresponsive before an application could be chosen. A manufacturer representative reviewed the system and when the system was booted, it became unresponsive. It was also stated that when the power cord was removed from the outlet, the system would boot down immediately. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.